Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the entire unit returned for investigation. The plug & play back-plane printed circuit board dc/dc (pcb) was returned for investigation separately. The logs confirmed the reported technical error codes at date of the event. The reported technical error codes, tow error codes indicates power error and one error code indicates memory backup battery depleted could be reproduced when the returned unit was started. The investigation revealed that the monitoring printed circuit board (pcb) was defective. The investigation of the received plug & play back-plane printed circuit board (pcb) was tested in a ventilator and found that the ventilator generated technical error code indicates a battery communication error when started. The conclusion is that the investigation revealed that monitoring pcb and the plug & play back-plane dc/dc pcb were found defective. No root cause has been determined however the issue is being monitored for future trends. In case a trend is identified the issue will be addressed to our research and development department for further investigation. We have concluded that there was a random component failure with monitoring pcb and the plug & play back-plane pcb.